Manufacturer narrative:
Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, about five minutes into the surgery, the gen11 gave an error message to "relax pressure on blade." Subsequently, the generator indicated to tighten assembly. The nurse disassembled and assembled the harmonic and handpiece a few times to no avail. Another sterile handpiece hp054 was opened and assembled with the disposable, still "tighten assembly" continued to show. After a few times, "replace instrument" showed on the gen11. The nurse wanted to clean the faulty device before passing to the sales rep, however as she was cleaning the blade, the active blade broke. She was not using excessive force. Unknown how case was completed. There were no adverse consequences for the patient.